Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose (bg) level of 329 (mg/dl). Manual injections were delivered to address bg levels. The customer was unable to complete troubleshooting at the time the event was reported. Multiple unsuccessful attempts were made to complete troubleshooting; however, no additional information was provided.